Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt was ami. The procedure was to treat a focal mid rca lesion, which was very tortuous and the lesion was located adjacent to the origin of a large acute marginal branch. Several unsuccessful attempts were made to cross the lesion, using multiple guide wires, including a whisper, confianza, miracle 3, cross-it and three of another company's guide wires. They tried with the assistance of other company's catheters, but still unsuccessful. The guide wires repeatedly entered the acute marginal branch. During the attempts to cross, the pt developed acute vessel closure, likely due to coronary dissection in the proximal rca balloon angioplasty. The pt remained stable throughout the procedure. No additional event or pt information is available. Per the article, it was unk which of the many used devices caused the reported issue; therefore, the event was captured under the whisper guide wire.